Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m51pr, serial number/date (B)(4) is approximately 4 years, 2 months old. The owner's manual part number 1125085, rev.j(oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. In speaking with the reporter of this incident, it was learned that the device was evaluated by the dealer in her home and made adjustments with the settings. Also the dealer stated that water possibly managed to get into the joystick as the end user was watering her plants. Currently no further repair is required and the device in working condition. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
A report was received regarding a user experiencing hesitation during use of the powered wheelchair. Reportedly the battery source is dumping over 3 volts. No report of ill effect.